Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the malfunction code issue, allowing the customer to continue using the pump.